Event description:
On (B)(4) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.